Event description:
It was reported that the 9800 system intermittently displayed a "low ma" error message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the x-ray tube and hv regulator pcb. The system was tested and found to be working as intended and placed back into service.